Manufacturer narrative:
The pump has been returned to animas. Evaluation has not yet been completed. When evaluation is complete a supplemental report will be filed. No conclusion can be made at this time. (B)(6).

Event description:
The distributor contacted animas on (B)(6) 2013 and reported the up, down, and ok keypad buttons were unresponsive. There is no adverse event associated with this complaint. This complaint is being reported due to the alleged keypad response issue.

Manufacturer narrative:
Follow-up # 1 date of submission 08/01/2013 - device evaluation:the pump has been returned and evaluated by product analysis on 07/08/2013 with the following findings:the keypad was found to be fully intact; there was no peeling or damage observed. During testing, all keypad buttons were found to be intermittently unresponsive and required multiple button presses with increased force to elicit a response. There was evidence of contamination found under all key contacts.